Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was an abnormal display issue on the pump screen. Reportedly, the pump displayed a vertical green line on the left side, and a white and blue vertical line on the right side. The customer's blood glucose level was 83 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.